Event description:
It was reported the patient is not receiving stimulation due to not recharging her scs ipg in 8 months. An sjm representative met with the patient and confirmed the issue. The patient's ipg was replaced with a new one which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.